Event description:
It was reported that a parenteral nutrition set had a human hair inside of it. There was no patient involvement, as this issue was discovered before use. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, a photograph was available for inspection. Photographic inspection identified a hair tangled around the tubing of the device. The evaluation confirmed the reported condition. The cause was determined to be an operator error at the manufacturing facility. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.